Event description:
It was reported that noise was observed on the right ventricular (rv) lead channel. The rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).